Event description:
A malfunction alarm with code malf 16 was reported, and there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to switch to another form of insulin therapy known as mdi temporarily. Technical support arranged for the shipment of a replacement pump and provided instructions for returning the malfunctioning pump using a pre-paid label. The customer understood the guidance and confirmed their knowledge of putting the pump into storage mode prior to its return.